Manufacturer narrative:
Investigation summary: no physical samples that display the reported condition were available for investigation. One photo which displays wipes used to clean the product was provided, however, no defect related to the protect was observed. A device history review was performed for lot 2101402, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. During manufacturing, leakage testing is performed, penetrating the membrane ten times to verify if any leaks occur. Testing was reviewed for lot 2101402, all results were found to be within specification. Fifteen retained samples of the same lot were used for additional evaluation. All product was visually inspected, no defects were observed on any of the product. Functional testing was performed, penetrating the protector along with a sample injector ten times, all results were found to be acceptable with no leaks identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see h10

Event description:
It was reported that the bd phaseal optima protector (p20-o) experienced leakage. The following information was provided by the initial reporter: customer is seeing moisture when disconnecting phaseal optima protector from injector. Not droplets, but glistening moisture. Drug used was taxol.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal optima protector (p20-o) experienced leakage. The following information was provided by the initial reporter: customer is seeing moisture when disconnecting phaseal optima protector from injector. Not droplets, but glistening moisture. Drug used was taxol.